Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 7 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s lactate dehydrogenase (ldh) was increasing. The manufacturer¿s technical services representative reviewed the submitted log file and observed an increase in lvad power and flow estimation readings. On (B)(6) 2017, it was reported that the patient was admitted to the hospital for uncontrolled diabetes/hyperglycemia. The patient had tea colored urine and the ldh was greater than 1000 u/l. The patient¿s inr (goal of 1.5-1.8) had been within range up until the week prior when it was 1.4. The patient was placed on a heparin drip. On (B)(6) 2017, the patient underwent a pump exchange. The original inflow and outflow graft were not exchanged. No additional information was provided.

Manufacturer narrative:
Correction- device evaluation: the pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, a small thrombus formation was found surrounding the inlet bearing ball, obstructing less than 10 percent of the blood flow path. The thrombus ring was strongly adhered to the bearing ball, showed evidence of denaturation, and appeared to be in the early stages of laminated layering, indicating that it developed on the inlet bearing ball over an undetermined amount of time while the pump was supporting the patient. In addition, small, non-denatured white tissue-like depositions were observed on two rotor blades as well as in the outlet stator. The depositions were not adhered to the blood-contacting surfaces and lacked laminated layering, suggesting that they did not initially form in the locations in which they were found; however, their origins could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. The depositions could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power confirmed through the data recorded in the submitted system controller log files. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.